Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/extraperitoneal lymphadenectomy surgical procedure, the surgeon went to clip using a purple hem-o-lok with the large hem-o-lok clip applier and noticed a wire come loose. The clip applier was removed and replaced with another clip applier and clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the issue occurred while the surgeon attempted to clamp on a vessel. No issue with movement. No issues related to unexpected motion of the clip applier. Issue occurred on the 1st attempt. A different clip applier was used to resolve the issue. Instrument was already returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint regarding tried to clip and a wire came loose was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.